Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of vascular occlusion and necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the glabella area with 0.1 ml of juvéderm® volift¿. The next day, the patient reported that the injection site was ¿red.¿ the patient was treated with hyaluronidase that day, and the healthcare professional found that it was ¿necrosis.¿ the event is ongoing.